Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient on peritoneal dialysis (pd) reported he developed peritonitis. The patient stated the cause of the event was unknown. However, there were no reported allegations that the event was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported that the patient having symptoms of abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which yielded growth of staphylococcus aureus. The patient is being treated with the antibiotics vancomycin (2gram) and ceftazidime (1gram) intra-peritoneal (ip) per on an outpatient basis. The patient is recovering and continues pd with the same cycler without any issues, according to the nurse. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism staphylococcus aureus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse.